Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not consume the snack that a bolus had been delivered for, and experienced a blood glucose (bg) level of 43 mg/dl. To treat the low bg, the customer consumed glucose tablets and apple juice.